Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-mar-2019. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful menstruation"), urinary tract infection ("urinary infections") and vaginal infection ("regular vaginal infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted in different dates". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("episodes of allergy to nickel"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant), rash ("skin rash"), rhinitis ("rhinitis"), conjunctivitis ("conjunctivitis"), abdominal distension ("swollen abdomen"), myalgia ("muscle pain"), arthralgia ("joint pain (increasing)"), menstruation irregular ("irregular menstruation"), blindness ("vision loss"), dry eye ("ocular dryness"), urinary incontinence ("urinary incontinence (increasing)"), depression ("depression"), depressed mood ("sadness"), fatigue ("chronic tiredness"), flatulence ("flatulence"), dyspepsia ("digestive problems") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, urinary tract infection, vaginal infection, allergy to metals, rhinitis, conjunctivitis, abdominal distension, myalgia, menstruation irregular, blindness, dry eye, depression, depressed mood, flatulence, dyspepsia and amnesia outcome was unknown and the rash, arthralgia, urinary incontinence and fatigue had not resolved. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, blindness, conjunctivitis, depressed mood, depression, dry eye, dysmenorrhoea, dyspepsia, fatigue, flatulence, menstruation irregular, myalgia, rash, rhinitis, urinary incontinence, urinary tract infection and vaginal infection to be related to essure. The reporter commented: essure was implanted on (B)(6) 2010 (left side) and (B)(6) 2011 (right side). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: animal, plants and dust were negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful menstruation"), urinary tract infection ("urinary infections") and vaginal infection ("regular vaginal infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted in different dates". On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("episodes of allergy to nickel"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant), rash ("skin rash"), rhinitis ("rhinitis"), conjunctivitis ("conjunctivitis"), abdominal distension ("swollen abdomen"), myalgia ("muscle pain"), arthralgia ("joint pain (increasing)"), menstruation irregular ("irregular menstruation"), blindness ("vision loss"), dry eye ("ocular dryness"), urinary incontinence ("urinary incontinence (increasing)"), depression ("depression"), depressed mood ("sadness"), fatigue ("chronic tiredness"), flatulence ("flatulence"), dyspepsia ("digestive problems") and amnesia ("memory loss"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, urinary tract infection, vaginal infection, allergy to metals, rhinitis, conjunctivitis, abdominal distension, myalgia, menstruation irregular, blindness, dry eye, depression, depressed mood, flatulence, dyspepsia and amnesia outcome was unknown and the rash, arthralgia, urinary incontinence and fatigue had not resolved. The reporter considered abdominal distension, allergy to metals, amnesia, arthralgia, blindness, conjunctivitis, depressed mood, depression, dry eye, dysmenorrhoea, dyspepsia, fatigue, flatulence, menstruation irregular, myalgia, rash, rhinitis, urinary incontinence, urinary tract infection and vaginal infection to be related to essure. The reporter commented: essure was implanted on (B)(6) 2010 (left side) and (B)(6) 2011 (right side). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: animal, plants and dust were negative. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: dysmenorrhoea analysis in the global safety database revealed 359 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.